Event description:
While performing a routine mechanical declot on a left upper arm a-v dialysis graft, the basket portion of an arrow-trerotola percutaneous thrombolytic device separated from the catheter shaft. Dr attempted to remove the basket from the left venous system with an intravascular snare. The fragment was snared but could not be removed from puncture site. The pt was referred to surgery where another dr revised the graft and removed foreign body. The device is being returned to company.